Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had been lost to follow up and at end of life (eol) for more than a year. Upon interrogation, a fault code presented indicating the low battery voltage. The local area sales representative confirmed that the patient was not pacemaker dependent and had a good underlying rhythm. However, the device would not be able to provide tachy or brady therapies at its' current status. The physician noted that the patient was experiencing syncope and sever chest pain, but there was no allegation regarding device involvement.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.